Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received no delivery alarm and the button was not working. The customer's blood glucose was 188 mg/dl. The customer pressed act bolus was suspended. The customer was assisted with navigating through the pump and realized that her act button was not working properly. The no delivery alarm was found in the no delivery. The insulin pump will not be returned for analysis.